Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes have loose caps that cannot be recapped. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-jun-2025. Investigation summary: bd received 100 samples for investigation. Out of these, 29 samples were selected for functional tests, where 23 samples exhibited stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes have loose caps that cannot be recapped. No adverse impact was reported regarding the patient or user.